Manufacturer narrative:
The investigation has been completed. Functional testing was performed and no failure was identified related to the reported issue. However, a different issue was identified.

Manufacturer narrative:
(B)(4). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer was hospitalized for acute kidney failure, dehydration, elevated blood glucose (bg) levels, and ketones. Reportedly, the customer did not know if the acute kidney failure was due to the elevated bg level and diabetes. The customer's bg level was in the 280 mg/dl. The customer believed the pump was not delivering properly. The bg level was addressed with a bolus via the pump and the customer was treated with intravenous fluid while hospitalized. The customer was released from the hospital on (B)(6) 2017.